Event description:
It was reported that the 3.5x12 voyager nc balloon catheter was advanced, but did not cross the heavily tortuous and heavily calcified lesion in the distal left circumflex (lcx) coronary artery for this patient. The device was successfully retracted and a 3.0x12 balloon dilatation catheter (bdc) was used to successfully finish the procedure. There were no adverse patient effects no reported clinically significant delay in the procedure due to the failure to cross. Returned device analysis found that the distal section of the 3.5 x 12 mm voyager balloon catheter was separated, and returned inside the introducer sheath. Additional information confirmed that resistance was felt with the vessel during removal. The physician used vasodilators and the voyager balloon was removed successfully; however, the shaft separated during removal, outside the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance and resistance during removal could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.